Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered several inappropriate shocks resulting in therapy exhaustion. It was reported that the patient was non-compliant with their medications. As of today the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.